Event description:
It was reported that a power on reset (por) condition occurred. The pt had a cardioversion done the same day as the incident. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).